Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm and imh. It was reported that the patient returned for a follow up on an unknown date when a type ib endoleak was observed, without aneurysmal sac expansion. The physician treated the event with the implantation of a 40x100mm valiant stent graft distal to the original valiant. It is noted that this has resolved the event. As per the physician, the cause of the event was anatomy related, due to propagation of the imh disease distal to the original stent graft. No additional clinical sequelae were reported and the patient will be monitored by the physician.